Event description:
Closing skin incision during c-section, incision 2/3rds closed and needle detached at swaged end. Swaged end had not been clamped or damaged. All of needle intact. A 4-0 monocryl. Ps-2, lot #kjk629. Expires 07/31/2018. New suture added to field, closure completed and dressing applied. Diagnosis or reason for use: c section. Is the product compounded: no. Is the product over-the-counter: no.